Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Gastric sleeve - "the seal appeared to be leaking pneumo with a 5mm instrument inserted. After struggling to insert 60mm endogia cartridge with seamguard on it, the cartridge may have torn or displaced the seal. There seemed to be no component separation." Patient status - okay. Type of intervention - no other intervention required.

Manufacturer narrative:
Update on event description. The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Gastric sleeve - "the seal appeared to be leaking pneumo with a 5 mm instrument inserted, after struggling to insert 60 mm endogia cartridge with seamguard on it, the cartridge may have torn or displaced the seal." Additional information received via email from team member on september 26, 2016: "no other products used other than the endo gia. Patient status ok. No other intervention. No [component] separation it seemed."